Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. It was noted that the device met 72% of expected longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 6940 implantable tachy lead (B)(6) 2000; 4194 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to reaching elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.